Event description:
It was reported that a patient experienced low blood glucose while using the ilet system, with troubleshooting confirming fingerstick-verified hypoglycemia and no alarms, recent target or weight changes, exercise, or off-system insulin; the patient had recently performed a fill tubing event while disconnected and reported removing or inserting the cartridge while connected, and the insulin reported was lexipro. Symptoms included hypoglycemia. Outcomes included self-management with oral carbohydrate per agent guidance and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemia remained unclear despite review of use conditions and recent handling steps. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.